Event description:
Pt undergoing surgical procedure to remove hardware placed approx 1 yr earlier. During procedure curvette broke, leaving u-shaped piece. Staff unable to locate broken piece. Broken off.